Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the photometer lamp to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported erratic blood urea nitrogen (bun), glucose (glu), creatinine (cre), and uric acid (ua) patient results generated on the au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association to this event. Quality control (qc) results were within laboratory¿s established range prior to the event.